Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a software error detected as well as a battery failed alarm right afterward. They checked the time and it seemed like it was not reading. The alarm occurred when they were checking their blood glucose level. The customer's blood glucose level during the incident was 139 mg/dl. The device will return for analysis.